Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd posiflush¿ normal saline syringe the customer found the flange damaged when the unit package was opened. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR/bhr review there were no documented issues for the complaint of batch 7109628 during this production run. All our inspections performed while manufacturing this batch were accepted. No rejections were documented. Update (B)(6) 2018. A sample was received. It came in the sealed packaging flow wrap. The barrel label confirms the lot#7109628. It has the plunger rod- rubber stopper, the tip cap and saline solution. It has the barrel flange damaged. Two small pieces of plastic are loose inside of the sealed packaging flow wrap, these are from the barrel flange damaged. No damages or stress marks are visible to the packaging flow wrap. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no parts damaged documented.